Event description:
Pacing failure.

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. The returned unit did not pass proximal continuity testing. Evaluation found evidence of solder at the connection, however, the wire is disconnected from proximal electrode. The proximal wire may have disconnected from the electrode during handling. This incident may also be attributed to the unite being passed through a tight introducer. No specific conclusions can be drawn.